Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 9atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.